Manufacturer narrative:
Correction to MDR fu #2 in field. Should have been (B)(6) 2018. The explanted leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the leads so the physician decided to replace the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2138-70, serial/lot: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the leads so the physician decided to replace the leads.

Manufacturer narrative:
Additional information was received that the patient underwent the revision procedure and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the leads so the physician decided to replace the leads.

Manufacturer narrative:
Additional information was received that no further action will be taken at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the leads so the physician decided to replace the leads.